Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular lead had an episode of noise reversion. The noise was not reproducible with isometrics. There was also an increase in the right ventricular capture threshold, with no indication of loss of capture. The device was reprogrammed to address the noise, and the patient will continue to be monitored. There were no patient consequences.